Manufacturer narrative:
The autopulse li-ion battery in the complaint was returned to zoll on 01 may 2023 for evaluation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
The customer reported that during a device check, the autopulse li-ion battery (sn (B)(6)) did not power on the autopulse platform. Upon initial follow-up, the customer mentioned that the battery had remained in the autopulse multi-chemistry battery charger (mcc) for 24 hours, and the battery's status leds were displaying four solid green lights before being inserted into the autopulse platform. Four solid green leds indicate that the battery is fully charged. Also, the customer confirmed that the mcc successfully charges all autopulse li-ion batteries and displays a green led after charging, indicating that the battery is fully charged and is ready for use. Upon additional follow-up, the customer confirmed that the autopulse platform did not power on with the reported battery but was able to power up with another battery. The customer stated that their autopulse platforms are functional, and the reported battery does not have enough charge to power on the platforms. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse li-ion battery (sn (B)(6)) did not power on the autopulse platform" was confirmed during functional testing performed at zoll. The customer reported that the battery was fully charged with four green leds when they inserted it into the platform. However, the status indicator on the battery showed one flashing red led when received by zoll service. A flashing red light indicates the battery is permanently disabled and cannot be used in an autopulse platform, as it will not power up the platform. The technical investigation performed at zoll determined that the possible root cause for the reported complaint was a failure on the battery printed circuit board assembly (pca). During visual inspection, no physical damage or anomalies were observed. The battery archive data could not be downloaded at zoll service. A further technical investigation was conducted to access the battery's archive data. After the battery pack was opened, the battery's pcb and cells were inspected and tested. The battery microprocessor could not be restarted, and the battery archive could still not be accessed. The most likely root cause for this issue was a failure on the pca. The battery failed to charge in a known-good autopulse multi-chemistry battery charger (mcc) because the battery was already disabled upon receipt. The status leds on the mcc showed a fail (x) red led, which indicated that the charger could not charge the battery. The status leds on the battery still showed one flashing red light after the charging attempt.